Event description:
Allegedly, eprd reported 1 new complication for profemur® gladiator femoral component (1 periprosthetic fracture). First revision surgery. No further information was reported. This incident is capturing 1 periprosthetic fracture events.